Event description:
Balloon inflation difficulty.

Manufacturer narrative:
The report we received from the field indicated that the balloon started to go up and then it deflated, so it was thought that the balloon was ruptured. They could not get the balloon to go back up. The target lesion was the distal circumflex artery. The artery was tortuous and calcified. They ended up using a voyager balloon, that was reported to be about the same size as the raptor rail balloon reported. They continued the case and there was no problem. There was no patient injury. The product was returned for evaluation and testing, however, the engineering evaluation is not yet complete. Additional information will be submitted within 30 days from receipt.